Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Approximate date of occurrence was given as (B)(6) 2011. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger was still in the pre-deployed position and there was slack present on the link. The marker tube appeared normal and the marker port was not occluded. Marking patency was performed and the device was patent. There was no abnormal observation with the condition of the device that could have contributed to the reported event. The possible cause for no marking can be influenced by many factors, including, but not limited to manufacturing, if the marker port is against the artery wall, side wall stick, low blood pressure, or a clot or tissue plugging the marker port and if the device is not in the arterial lumen. Based on the investigation, the device conformed to specification and the probable cause for the reported event could not be determined. A review of the finished product lot history record did not reveal any nonconforming material records that would have affected the reported needle to cuff miss in this case. In addition, a query of the complaint database was performed and there were no other complaints within this lot reported for no marking. There were no manufacturing or quality issues detected. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician attempted arteriotomy closure using a perclose proglide device in the common femoral artery after an unspecified procedure. Reportedly, there was no pulsatile flow in the marker lumen. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the perclose proglide device. Though requested, additional information was not provided.